Manufacturer narrative:
Patient alleges scarring from j-plasma procedure performed in (B)(6) 2016. No allegation of device malfunction.

Event description:
Patient received injuries due to jplasma procedure.